Event description:
A nurse reported that the system was changing modes and shutting down during a cataract with intraocular lens implant procedure. The procedure was completed with no pt harm.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the customer reported issue. The company representative replaced a touch screen for diagnostic purposes. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).